Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated the foot end section deck, needs replaced because a weld is broken.